Event description:
It was reported to manufacturer that the patient was seen for a follow up visit with the treating neurologist, and a system diagnostic test revealed high lead impedance when the vns device was tested. X-rays were taken and sent to manufacturer to review. There were no obvious anomalies visualized on the portion of the lead that could be assessed. Based on the x-rays received and reviewed, no obvious anomalies were identified which could be contributing to the reported event of high lead impedance. Good faith attempts to obtain additional information have been made, but have been unsuccessful to date. Revision surgery is likely to occur.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.